Event description:
When preparing for a case, the technician was tightening the filter on the pump and the filter broke off. Part of the filter was stuck inside the bolt on the top of the pump and a new filter could not be attached. The pump was not used during the case and a back up pump was available.

Manufacturer narrative:
The product was not returned for evaluation.